Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was intact with the pusher assembly. Further evaluation revealed that the pusher assembly had multiple kinks and fractures. If the device is manipulated at extreme angles during use, damage such as kinks and fractures may occur. If the pusher assembly is kinked, the pull wire may become pinned inside the hypotube, and resistance may be experienced. This damage may have contributed to resistance during attempts to detach the embolization coil during the procedure and the functional test. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a left humerus tumor using ruby coil lps, a lp system detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician accessed the left axillary and brachial artery, where the branches were feeding the tumor, using the microcatheter. A ruby coil lp was advanced to desired tumor branch but subsequently would not detach with the handle. Multiple attempts were performed without detachment. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same handle. After the ruby coil lp was removed from patient, the hospital interventional radiology (ir) tech broke and pulled the pusher assembly to manually detach the coil, but the ruby coil lp was unable to detach. There was no report of an adverse effect to the patient.